Manufacturer narrative:
If implanted; give date: n/a (not applicable). If explanted; give date: n/a (not applicable). Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the za9003 intraocular lens (iol) trailing haptic bent when inserting into the patient¿s eye. No additional information was provided.

Manufacturer narrative:
Corrected data: in the initial MDR, the following was known; however was not captured. The intraocular lens (iol) was fully inserted. No intervention was required. Age/date of birth: (B)(6). Gender/sex: male, dr. (B)(6), physician. Device available for evaluation, returned to manufacturer on 9/28/2018. Device evaluation: the complaint sample was received inside the lens case in a plastic bag. The lens was observed under microscope 10x magnification and the lens was received damaged with part of the optic cut. Distorted loops (haptics) were observed. The condition of the lens is typically related with the removal process of the lens. The complaint of haptic damaged was verified; but, a product deficiency could not be determined. Manufacturing records review: the manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specifications. Historical data analysis: a search of complaints related to production order (po) revealed that another complaint was received; however, was not related to this event. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.